Event description:
The customer reported that the apl valve appeared loose. A product specialist was at the facility performing in-servicing and attempted to reproduce the reported condition on the machine. Upon adjusting the apl valve, the valve came apart in the specialist's hand. No patient involvement.